Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the drawer 3.3 in the refrigerator kept failing and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the drawer 3.3 in the refrigerator kept failing and was unable to recover. A field service engineer (fse) found that the application either had to time out or the c2safe had to be rebooted. The fse replaced and reconfigured the irac board on row 3, tested in diagnostics and resolved the issue. The customer tested functionality through normal operation successfully. The system functioned as intended after the field service engineer repaired the device.